Manufacturer narrative:
Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 18ga 1.16in (1.3 x 30 mm). Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 18ga 1.16in (1.3 x 30 mm) experienced catheter tip damage/deformation/defective. Product defect was noted during use. The following information was provided by the initial reporter: material no: 382544, batch no: unknown. Description: bd catheter tip defective and unable to advance through the skin on insertion. Only needle tip would penetrate skin, resistance met and removed catheter. Upon examination of IV catheter, noticed tip was defective. IV was in no way manipulated prior to insertion. This caused pt an unnecessary stick to the left lateral forearm.